Event description:
During the procedure the physician found the guide wire kinking and bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a cvc set including a guide wire, an ars, and a 2-l catheter for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a kink towards the distal end of the body. The distal j-bend was misshapen intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 37mm from the distal tip. The overall length of the guide wire measured 604mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.794mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the product IFU which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between towards the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
During the procedure the physician found the guide wire kinking and bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.